Manufacturer narrative:
(B)(4). Baxter evaluated the device adn found that the device had a failed upper auxiliary. This part is a known contributor to system error 322 alarms. The upper auxiliary assembly was replaced.

Event description:
During review of the event history log it was determined that a spectrum infusion pump alarmed for system error 322. The occurrence (along with a correlated part replacement) suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.